Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler, liberty cycler set, and the adverse events of peritonitis, characterized by abdominal pain and cloudy effluent fluid, which warranted hospitalization and antibiotic therapy. Per the peritoneal dialysis registered nurse (pdrn), the etiology of the events is unknown; therefore, causality cannot be established. Peritonitis with no identifiable organism occurs in approximately 1/5 of all peritonitis cases. As such, two alternative markers such as abdominal pain, elevated cell count and/or cloudy effluent fluid must serve as indicators. Based on the information available, the liberty select cycler, and liberty cycler set can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius product(s) and/or device deficiency or malfunction caused or contributed to the serious adverse events. Furthermore, the patient continued to utilize the same liberty select cycler following discharge.

Event description:
A patient contact reported that a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy (rrt) since (B)(6) 2017, was hospitalized on (B)(6) 2020. During follow-up, the patient¿s peritoneal dialysis registered nurse (pdrn) reported the patient presented to the emergency room (ER) on (B)(6) 2020, with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc significantly elevated, result not provided) was collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin 2000 mg (frequency not provided) and ceftriaxone 2000 mg daily. The peritoneal effluent fluid culture returned negative for growth at 72 hours, and the patient¿s ip vancomycin was discontinued. The patient continued to undergo continuous cyclic peritoneal dialysis (ccpd) therapy while hospitalized without issue. The patient was discharged on (B)(6) 2020, with orders to receive 12 additional days of ip ceftriaxone 2000 mg. The pdrn stated the cause of the serious adverse events is unknown. The patient returned home and resumed ccpd therapy utilizing the same liberty select cycler as before the events.